Manufacturer narrative:
The customer did not return product sample for eval. Therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. (B)(4).

Event description:
A surgeon reported that the knives are not sharp enough and often a suture is required to close the incision. The outcome of the pts involved are unk. Add'l info has been requested.